Event description:
Burn shoulder (3rd degree) [burn third degree]. Necrotic wound [wound necrosis]. Wound is still painful [pain]. Erythema [erythema]. Case description: initial info was received from a physician regrading a female who used a thermacare neck shoulder and wrist 12 hour heatwrap (lot #: 8317u018s, expiration date: unk) transdermally for shoulder pain. On an unk date, the pt developed a shoulder burn (3rd degree) (burns third degree/third degree burn). The physician reported that she observed a necrotic wound (wound necrosis/wound necrosis) of 2 x 3 cm in size several days after application of the wrap. The physician added that she recommended the product to the pt without taking into consideration the contraindications. She also reported this was the first time the pt had used the product. Intervention involving cleansing of the wound and antiseptic dressings were required. The outcome of the event was unk; however, the physician reported that the wound was still painful (pain/pain). On 04-aug-2009, follow-up info confirmed that the pt developed a burn of the shoulder the previous month, after applying a single heatwrap for 8 hours and consulted with her physician two times in the same month. The physician reported burn of the right shoulder with bright necrosis of approximately 2 x 3 cm . The severity of the burn was reported as at least 2nd degree with erythema (erythema/erythema). The burn required daily change of bandage by the nurse. The physician stated that she expected the pt to experience long term scarring and that surgical intervention such as debridement may be necessary after necrotic deposit/concretion. The physician reported that the pt had not yet recovered and still had pain and necrosis of the shoulder, however, the erythema was resolving. Medical history included cervical spine complaints. The pt also had heart disease which the physician reported may have contributed to the pt's adverse events. Concomitant medications included metamizole sodium, diclofenac sodium, digitoxin, furosemide and omeprazole. No other info was provided.